Event description:
It was reported that during a hemorrhoid procedure, the device would cut but did not staple. The manual suture was difficult, some patient bleeding occurred, and longer hospitalization was needed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.